Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. No impact to patient reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a patient's strata valve was found stuck between performance level 0.5 and 2.5 after an MRI; this was confirmed by x-ray.